Manufacturer narrative:
Additional narrative: (B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the motor was running rough and was defective. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the small battery drive device overheated during operation. During service and evaluation, it was discovered that the motor seized, jammed and was moving heavy on the small battery drive device. It was further determined that the device had too little power, did not stop immediately, the open-circuit current 28.02.2017 b.e. 938 from the motor was too high and became hot, the contact was corroded and the trigger was easy to clamp. It was further determined during the pre-repair diagnostics assessment that the device failed for check the off/osc/on switch mode function, check switching function, check the triggers and electronic control unit (ecu) function, check compatibility between colibri/ sbd and colibri ii/ sbd ii, check the function with epd-console and for check power with test bench, min.67.5 to 110 w. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.